Event description:
Patient developed a minor infection on (B)(6) 2020 following the previously reported pocket revision surgery. The infection was treated with antibiotics and resolved as of (B)(6) 2020.

Event description:
Patient presented to the physician with shoulder pain related to ipg migration. The surgeon found the ipg had slipped underneath the muscle with the sutures still intact. The surgeon re-positioned the ipg, resolving the issue.